Manufacturer narrative:
In speaking with olympus technical support, the customer stated that it was unknown the pump head should be replaced yearly. The part number was provided and the customer will be ordering a replacement pump head. The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the foot switch of the flushing pump would not go to the home position. The reported malfunction occurred intermittently. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d4 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the foot switch of the flushing pump would not go to the home position. The reported malfunction occurred intermittently. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.